Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to unknown reason. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Event description:
It was learned via the implant patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to symptomatic severe aortic stenosis and high gradients secondary to degeneration. The patient initially presented with on and off worsening chest pain, chronic shortness of breath on exertion. The tavr was successfully performed with a 26mm 9750tfx transcatheter valve. Post procedure tee did not show any evidence of immediate complications. Upon the completion of the procedure the patient was hemodynamically and neurologically stable. The patient was successfully extubated in the cath lab and transferred to the ICU for monitoring.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and chronic kidney disease (ckd) stage iii.